Manufacturer narrative:
The pump remains implanted and the patient remains ongoing on vad support with no further issues reported. Although review of the submitted system controller log files confirmed the reported fluctuations in pump power and estimated flow values, a specific cause for the parameter changes could not be determined through this evaluation. No product was returned to the manufacturer for evaluation, and no further related events have been reported. The instructions for use (IFU) for the heartmate ii left ventricular assist system explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, outlines all pump parameters, and provides information regarding the assessment of pump flow. Pump power is a direct measurement of motor voltage and current while estimated flow is a value that is calculated from power and speed; changes in pump speed, flow, or physiological demand can affect pump power. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the vad coordinator reported that the patient has had periods of high flows and powers usually lasting 1-2 weeks that resolve on their own. The patient does not have any other signs of pump thrombus, lactate dehydrogenase levels are stable, no tea colored urine. Recently, the periods of high flows and powers have been shorter, lasting 1-2 days. The patient had a ramp echocardiogram on (B)(6) 2017 that ruled out any obvious pump thrombus. No further information was provided.

Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had fluctuating patterns of normal pump parameters and periods of high flows and high powers over the past year that have been previously analyzed with no definitive cause. The system controller's log file was reviewed by the manufacturer's technical services representative and the data showed an increase in power and a decrease in average pi over time. The vad coordinator reported that a ramp echocardiogram would be performed to assess for pump thrombus. The patient was asymptomatic and the patient's lab values have been stable. No further information was provided.